Manufacturer narrative:
Batch review performed on 09 october 2025: stem: amistem c 01.18.100 amistem-c lat. # 0 (k103189) lot. 2001472: (B)(4) items manufactured and released on 24-june-2020. Expiration date: 15-june-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2500121: (B)(4) items manufactured and released on 27-jan-2021. Expiration date: 09-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2429339: (B)(4) items manufactured and released on 03-dec-2024. Expiration date: 17-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 5 months, the patient came in due to an infection, and the cause is unknown. The surgeon revised the head, liner, and stem. The surgery was completed successfully.